Event description:
Info received indicates that pump is not dispensing any food.

Manufacturer narrative:
Pump was not returned and pump serial number was not provided, unable to perform DHR reviewed or confirm the complaint.